Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this ranger global dcb otw 6.0 x 100mm, 135cm was returned with a 0.014 guidewire inside the device. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed a kink to the shaft 90mm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis was unable to confirm the clinical observation of guidewire entrapment; however, damage was found that may have contributed to the reported event.

Event description:
It was reported that the balloon became entrapped on the guidewire. This ranger global dcb otw 6.0 x 100mm, 135cm was selected for use in a percutaneous angioplasty procedure. The lesion was in the superior femoral artery (sfa), was moderately tortuous and calcified, and was 75 percent stenosed. During the procedure, the balloon became stuck on the guidewire. The balloon and guidewire were removed as one unit. There was no patient injury.

Event description:
It was reported that the balloon became entrapped on the guidewire. This ranger global dcb otw 6.0 x 100mm, 135cm was selected for use in a percutaneous angioplasty procedure. The lesion was in the superior femoral artery (sfa), was moderately tortuous and calcified, and was 75 percent stenosed. During the procedure, the balloon became stuck on the guidewire. The balloon and guidewire were removed as one unit. There was no patient injury.